Event description:
It was reported that the customer experienced a blood glucose (bg) level of 612 mg/dl and a moderate ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline with the issue resolved and no permanent damage. The customer declined a follow up to provide their release date from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 612 mg/dl and a moderate ketone level. The customer was admitted to the intensive care unit. Bg was treated with intravenous fluids of insulin and saline with the issue resolved and no permanent damage. The customer declined a follow up to provide their release date from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.